Manufacturer narrative:
Device evaluation: complaint device was returned for evaluation. Visual inspection at 10x microscope magnification was performed. The lens was observed cut in half and with both lens haptics detached. A piece of haptic into the loop insertion hole was observed distorted, confirming the reported issue. Evidence of viscoelastic residues, ophthalmic viscosurgical device (ovd) was detected in the lens optic body. The reported issue was confirmed on the returned sample.   The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There is no related deviation or non-conformity report for this complaint. During manufacturing process, all lenses are inspected under 10x microscope magnification and defective devices are rejected.   A historical complaint data review was performed and results did not identify any product deficiency.   The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product.   Based on the manufacturing record review, returned device analysis and labeling review, there is no indication of a product malfunction or product quality deficiency.   All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Age/date of birth and sex/gender: unknown, not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after an intraocular lens, model za9003, was implanted, the surgeon saw one of the haptics was kinked. He decided to remove it using scissors which inadvertently tore the capsule a little bit. He had to enlarge the incision a little bit in order to remove the lens and replace it with the back-up lens (no manufacturer info). There was no vitrectomy, no suture and no patient injury post-op. No additional information was provided.